Event description:
A female who was outside cook's indications for use, chose to go ahead with aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. Then, in 2008, the pt underwent additional repair due to a proximal type I endoleak. Pt's pre-procedure diagnosis was that the immediate infrarenal aorta appeared moderately calcified and conical in shape (greater than 20% change over the initial 15mm length) - exceeds the maximum recommended diameter at 10mm infrarenal. The distal left common iliac does not appear optimal for a durable seal due to the change in diameter over the distal seal zone (>20%) and the relatively short common iliac length. The aneurysm appears to extend inferiorly into the right common iliac, and there does not appear to be a suitable seal zone along the distal right common iliac. Consideration should be given to extending the right graft limb down into the proximal right external iliac. Using the diameter evaluator feature of the preview software it appears that minimum inner diameter of both external iliac arteries is approx 6.1mm. This appears to be too small to accommodate the 36mm diameter main body delivery system (8.3mm od). The proximal right external iliac appears quite tortuous and may be difficult to advance the endograft delivery systems and more difficult to achieve an optimum distal seal. The left external does not appear to be an option for the main body graft introduction due to the desire to preserve the left internal iliac and the relatively short length of the common iliac artery.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation.